Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a tachycardia episode during the night. Intermittent undersensing was noted on stored episodes and high thresholds were noted on the right atrial (ra) lead. The lead remains in use. No further patient complications have been reported as a result of this event.